Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray and motion batteries needed to be replaced. After replacement, the imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported upon booting the system, x-ray radiation was not getting ready and the system showed ¿initializing¿. This issue was noted outside of a procedure, and there was no patient involvement.